Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer's blood glucose was unknown at the time of the call. Customer stated that he didn't allow for the insulin to become room temperature and the insulin was still chilled when it was time to fill the reservoir. Customer stated that he did not notice the air bubbles when filling the reservoir. Customer reported that he can now see the air bubbles floating around. Troubleshooting was performed, but the customer was unable to perform the high pressure test at the time due to the air bubble anomaly. Customer was instructed to change the infusion set and follow up with his health care provider concerning his high blood glucose levels. The reservoir will not be returned for analysis.